Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2022 the customer was transported to the hospital by ambulance. The customer was experiencing elevated blood glucose symptoms. The blood glucose results and treatment provided by the emt's was not provided. Upon arrival at the hospital the customer received a blood glucose result of 800 mg/dl. The customer was admitted into the intensive care unit and was treated with an insulin perfusor. The customer is stable and at the time of report was still hospitalized. The caller reported that the customer will be transferred out of the ICU the coming weekend, and will be moved to a normal ward. It is unknown when the customer will be discharged from the hospital.